Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via (B)(6) that of having to go to the emergency room with insulin pump problems. The customer indicated that the insulin pump batteries die without warning and that he has issues with insertion. The customer's blood glucose at the time of the call was unknown.